Manufacturer narrative:
D section: updated production date - 21may2010. A preliminary investigation had been prepared, based on a different part #, no lot# and no part return. The instrument arrived in a decontaminated condition. The broken off part was not enclosed. The instrument arrived in a heavily used condition with visible damage but without the ejector-pin. A broken off part could not be detected. A broken off part could not be detected. Investigation - the investigation was carried out visually and microscopically with the digital microscope and camera. Here we found a visible damaged slot of the screws. Additionally we detected visible damage. Furthermore, we discovered grinding marks and material throw-up. We also found quirks. The ejector pin fk901205 is missing . Batch history review - the device quality and manufacturing history records have been checked for the lot number (51656101) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - the root cause of the problem is most probably reprocessing or maintenance related. Rationale - according to the quality standard a material defect or production error can be excluded. It is not clear if the ejector pin fk901205 is broken or only missing. Based upon our historically grown product experience, we exclude a broken off ejector pin. Investigations lead to the assumption that the ejector pin was lost by an improper disassembling. The pin should not be removed for reprocessing procedure. Due to the design of the instrument, this ejectorpin can only be removed with increased force and a deformation of the ejectorpin. It appears that the visible damaged slots of the screws were caused by an improper maintenance. These screws must not be dismantled. This led to a damaged caulking or welding joint and then the pin could loosened. Additionally it appears that the visible damage of the cutting edges and other visible damage caused by an improper handling. Furthermore according the instruction for use (IFU) the following points and warning must be observed: - use the product only in accordance with its intended use - prior to each, inspect the product for loose, bent, broken, cracked, worn, or fractured components - do not use the product if it is damaged or defective - set it aside if it is damaged - replace any damaged components immediately with original spare parts - always carry out a function test prior to each use of the product disassembling: do not remove drive pin and screw or this could lead to loss or loosening of the pin and screw assembling (applies only to the detachable bone punches): check the functionality of the punch by squeezing the punch closed and opening it again.

Manufacturer narrative:
(B)(4). Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the kerrisons. During an orthopedic procedure on (B)(6) 2019, the pins on 2 kerrisons were noted to have broken. It was not clear if the devices had broken during the operation or during reprocessing. As such x-rays of patient were taken and the pins were not found to be in the patient. There was a 5-10 minute delay due to the malfunction. (The second kerrison was reported separately).